Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to notching and glenosphere loosening. It was discovered that the baseplate was positioned approximately 1cm too superior.